Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv). This is a solicited report by a physician from (B)(6) of peritonitis with culture (B)(6), leukocytosis, intense anemia, light pelvic discomfort, and epigastric discomfort in a patient coincident with extraneal viaflex and physioneal, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was hospitalized for intense anemia and associated leukocytosis. On the same day, the patient experienced one episode of cloudy effluent, light pelvic discomfort, abdominal discomfort, and epigastric discomfort, which was suspected to be peritonitis. On the same day, the patient began remedial therapy with vancomycin (1g, single dose, ip) and a 15 day course of cephazolin and gentamycin (doses, frequencies, and route not reported, ip). The events of peritonitis with (B)(6), light pelvic discomfort, and epigastric discomfort peritonitis were ongoing and improved. It was not reported whether the events of leukocytosis and intense anemia resolved. Extraneal viaflex and physioneal, unspecified therapies were ongoing. The physician stated that extraneal viaflex and physioneal unspecified were not related to the events of peritonitis, light pelvic discomfort, and epigastric discomfort. The physician did not provide a statement of causality for the events of leukocytosis, intense anemia, and epigastric discomfort.